Event description:
Information received from the field does not address the patient's clinical status but notes telemetry problems and dashes (---) were noted for sensor parameters. Return to standard was not successful in alleviating the dashes. The patient had a myocardial infarction three months prior and received three shocks from his implanted ICD and four external shocks at the hospital.